Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they had high blood glucose of 436 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer also reported that they had low blood glucose of 36 mg/dl prior to call. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer stated that they discarded the infusion sets and cannulas. The insulin pump will not be returned for analysis.